Event description:
After orthopedic surgery, during removal of drain (connected to suretrans system) tubing snapped off with a portion left in the knee. Patient had to be taken back surgery to remove part of drain that broke off inside knee.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.